Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system did not boot to operating system (os). The drive was a third-party solid state drive (ssd) containing installation information and a test application. The drive had booted a few times successfully with this installation. Each time it was soft powered off using the graphical user interface (gui) to power off the system. On one of the power ups, it saw the grub menu. Then after a countdown timer expired, it tried to boot to the os. Instead it showed a blinking cursor but nothing beyond that. It required a hard power off to turn off the system. Each time the drive was booted thereafter it returned to a not booting state. There was no patient present when this issue was identified. It was noted that this is a known behavior in which the os sometimes displays a menu selection screen instead of booting up to the normal login screen.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.